Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the patient experienced a possible arteriovenous fistula from the introducer. The introducer was removed and the leadless ipg was not used. No further patient complications have been reported as a result of this event.